Event description:
During surgery attending surgeon noticed the patients head was repositioned without repositioning it and attending surgeon had staff in room check pin sites and mayfield had lost pressure from 80 to 20. Patient had 1 laceration on head and surgical resident stapled laceration closed.